Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a cerebral infarction occurred. No additional details were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d10. Section d references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329; lot #: 0012063625; ubd: 2025-12-03; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d10. Section d references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown b5. Second paragraph added d. Expiration date, serial #, and unique identifier # added h4. Device mfg date added h6. Patient, device, and method codes added additional codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a cerebral infarction occurred. No additional details were reported. No additional adverse patient effects were reported. Additional information was received that the patient experienced decreased swallowing function as a result of the stroke. Treatment for the stroke included rehabilitation. Additionally, per the physician, the cause of the stroke was unclear and there were no patient-related factors that contributed; however, the recapture during the implant procedure may have been a factor.